Event description:
It was reported that the anesthetist was not able to insert the wire properly as the wire was protruding 3-4" from the keeper. The other end of the wire was used to insert into the vessel, not the 'j' section. In doing ths procedure, the wire flicked blood and some went into the eye of an accompanying nurse. The anesthetist admitted that it was probably a procedure issue rather than a problem with the prod.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.